Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire. The pipeline flex braid was found to be open with severe fraying gon both ends and no damage to the middle section. No other anomalies were observed. Based on the analysis findings and reported event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened with damage at both ends. It is possible that the damaged braid and the patient anatomy may have contributed to the reported issue. However, the cause for the damage could not be determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per the instructions for use: ¿do not use in patients in whom the angiography demonstrates that the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the paraophthalmic internal carotid artery (ica). The aneurysm had a max diameter of 6mm and neck diameter of 4mm. Landing zone artery size was 4.25mm distal and 4.50mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that during placement of a pipeline flex, the device did not open in the distal section. The pipeline flex still did not open after two resheathing and re-deployments as well as manipulation of the device. The pipeline flex was pulled back through the catheter and removed from the patient. The procedure was completed without any reported issues. Post-procedure angiographic result showed stasis in the aneurysm. There was no report of patient injury as result of this event.